Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon angioplasty was performed in the xience xpedition rca stents to fully expand the xience xpedition stents. Dual antiplatelet therapy (dapt) was planned to long-term use to prevent thrombus formation. Reportedly, the patient was in his usual life and did not experience any chest discomfort over one-year follow-up duration. No additional information was provided. Date of event, tests/laboratory, and therapy date: estimated date. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the reported patient effects of aneurysm, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The xience xpedition stents and the absorb bioresorbable vascular scaffolds (bvs)s referenced are filed under separate medwatch report numbers. (B)(4).

Event description:
It was reported through a research article identifying three xience xpedition stents and four absorb bioresorbable vascular scaffold (bvs) related to aneurysm formation. Details are listed in the attached article titled: coronary artery aneurysms formation within everolimus-eluting stents and bioresorbable vascular scaffolds. On an unspecified date, the patient presented with a chronic total occlusion of the right coronary artery (rca) with a dissection and localized hematoma. Three xience xpedition stents were implanted in the rca. Timi blood flow grade 3 was noted and some residual hematoma was left. The patient also presented with chronic total occlusion of the left anterior descending artery (lad). An unspecified guidewire punctured the subintimal area and another unspecified guidewire punctured the true lumen of lad. Four absorb bioresorbable vascular scaffold (bvs) were successfully implanted in the lad. Seven months later, coronary artery aneurysm formations were noted: rca aneurysms surrounding the xience xpedition stents and lad aneurysms surrounding the bvss implantation site. The bvss showed good expansion at the ectatic dilatation site. No intervention was performed in the lad/bvs site.